Event description:
This is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. The ppf form indicates the patient was implanted with a non-abbvie device, "bard kugel¿ on (B)(6) 2007. As per the ppf form, on (B)(6) 2015, the patient underwent a ventral hernia repair for ¿mesh folding¿, ¿migration¿, ¿bowel involvement¿, ¿contraction¿, and ¿hernia recurrence¿ and was implanted with strattice device lot s11282-170. On (B)(6) 2022, the patient underwent "repair of recurrent ventral hernia with lysis of adhesions¿ and was implanted with another non-abbvie device, bard ventralightst echo. The failure of the stratice mesh caused chronic pain, adhesions, bowel involvement and a hernia recurrence which required an additional surgical procedure. No other information was reported. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s11282 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.